Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d), who is in hospice care, was syncopal. No details on the syncopal event were available. Boston scientific technical services (ts) reviewed device data. All daily measurements were within normal limits. Pacemaker mediated tachycardia (pmt) was noted. Three events were recorded on the date reviewed. The first, in the ventricular tachycardia (vt) zone, required 2 shocks to terminate. The second also occurred in the vt zone, but anti-tachycardia pacing (atp) was delivered and the rhythm accelerated into the ventricular fibrillation (vf) zone. This rhythm was terminated after two shocks were delivered. A third arrhythmia accelerated into the vf zone after atp therapy delivery; this rhythm was terminated following delivery of two shocks. No additional adverse patient effects were reported. This device remains in service.